Event description:
Subsequent to the initially filed report, the following information was received: the prostyle device was unable to be removed because the device itself got caught on something. Step 4 was completed without issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot, failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6- medical device problem code 2921 was removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, the lever was returned to its original position to retract the foot, step 4, but the prostyle device was unable to be removed because it felt like the lever got caught on something. After lifting the lever and returning it to its original position several times, the device was able to be removed. The device was removed as a whole unit with no device separations noted. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na